Manufacturer narrative:
(B)(4): a siemens field service engineer (fse) was dispatched to the customer's site. The fse performed readjustment for three parameters (0.2 ml, 0.5 ml, and 1.0 ml) of sample z in the dilution well.no parts were replaced.

Event description:
One discordant, falsely low estradiol (e2) result was obtained on a patient sample on the immulite 2000 instrument. The discordant result was reported to the physician, who questioned the result. The sample was re-run, and a falsely elevated result was obtained. The physician also questioned this result, and the sample was rerun in duplicate. Upon retest, the corrected result was reported to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant e2 result.

Manufacturer narrative:
A siemens global product support specialist (gpss) evaluated the spyfile from the immulite 2000 instrument. After reviewing the spyfile, the cause of the discordant e2 results is unknown.